Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and, initially, was not able to verify the reported issue in the device's memory. After performing the user test, stryker observed that the device had logged an event code in the device's memory. The event code is related to a potential issue of the device to deliver energy. The event code was cleared from the device's memory and the therapy pcb assembly was replaced as a precaucionary measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.